Event description:
It was reported that the right ventricular (rv) lead had a micro dislodgement. The physician opted to explant the rv lead and a new lead was implanted successfully. There were no adverse patient effects reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes b5: describe event or problem, h6: device code, along with any other relevant fields have been updated.

Event description:
It was reported that the right ventricular lead had a micro dislodgement. The physician opted to explant the lead and a new lead was implanted successfully. There were no adverse patient effects reported. Additional information received from the field confirmed that the dislodgement was found due to impedance and threshold levels were both rising.